Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high, out of range shock impedance measurements. A memory download was performed and sent to boston scientific technical services (ts). Review of the data confirmed an out of range measurement and that the next day, the measurement was in normal range. The ts consultant provided troubleshooting that could be performed to evaluate the integrity of the system. A revision procedure was performed and this rv lead was explanted without complications. A new lead was successfully implanted. No additional adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.